Event description:
It was reported that shaft break occurred. A 2.25x24mm synergy drug-eluting stent was introduced to treat the lesion. However, when the physician attempted to advance the stent across the lesion, the proximal shaft broke completely. The shaft and the undeployed stent were removed completely from the patient. The procedure was completed successfully. No patient complications were reported.